Event description:
The initial reporter received a questionable electrode, sodium assay result from one patient sample tested on the cobas integra 400 plus. The initial result was 140 mmol/l. The repeat result was 134 mmol/l with a data flag. A precision rerun was performed, which repeatedly yielded results of 134 and 135 mmol/l.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The investigation is ongoing.